Event description:
Rep reported that the surgeon could not get a reading. The device was tunnelled then removed and replaced.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: thick residue over sensor area. Catheter material tied in a knot 5cms from the sensor case. Suture attached to catheter body. Multiple kinks and bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Manufacturing date: 10/14/11. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.